Event description:
The customer reported via phone call that she changed out her site this morning and her blood glucose went up to 435 mg/dl. Customer took an injection and her blood glucose went down to 110 mg/dl, but now it is back up to 490 mg/dl. Customer bolused to treat for her high blood glucose. Customer felt tired, had dry mouth, and felt sick to her stomach. Customer stated that she smells insulin when she is disconnected but not on the tubing. Customer's settings were an hour off on the time/date. Customer had a low reservoir alert and a low battery back in february. The customer was assisted with performing the high pressure test and the pump passed. Customer was advised to do a complete set change and to follow-up with her health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.